Event description:
It was reported that the patient's implantable pulse generator (ipg), atrial, and ventricular lead were removed due to pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5086-52 lead implanted: 2013 (B)(6). (B)(4).